Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. It was reported that a medical monitor fell into the gantry during patient unloading. The impact destroyed the plexiglas ring allowing the monitor to enter the gantry, where it subsequently damaged the x ray tube collimator. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be use-related factors. No system malfunction was identified and the system operated in accordance with its specifications. The falling of the external object into the gantry is considered to be outside the control of the manufacturer. The plexiglas ring has been replaced, and the system has been restored to a safe condition. A safety assessment has been performed. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.